Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis verified the floppy drive problem. There is a broken off portion of a floppy disk inside the drive. This was causing the reported noise. It was also noted that there was a loose ECG connector. Also it was discovered that system errors have occurred in the past.

Event description:
It was reported that the clinic recently had problems saving to disk. The user was not able to insert the floppy disk all the way. The programmer also makes noises while trying to save. No patient involvement or complications were reported as a result of this event.